Manufacturer narrative:
The valve was patent and met all specs for siphon, pressure-flow and preimplantation testing. The valve did not meet reflux or leakage testing due to a treat on top of the delta chamber. It is unk how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve leaked.